Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and sparc were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystocele repair and pubovaginal sling with sparc system and cystoscopy.

Manufacturer narrative:
It was reported that mesh was implanted to treat stress urinary incontinence. It was also reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that patient experienced exposed mesh and underwent excision of mesh on (B)(6) 2007. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that patient underwent removal of mesh on (B)(6) 2008 and on (B)(6) 2008 by dr. (B)(6).